Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the stenosis located in the distal left circumflex artery was present proximal to study stent. The stent was patent.

Event description:
It was further reported in (B)(6) 2013 the patient received a stress test. A moderate-sized area of severe ischemia in the posterolateral wall along with slight hypokinesis and left ventricular ejection fraction 55% was noted. The patient reported a 2-week history of chest pain and dyspnea on exertion.

Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention, the patient experienced angina. (B)(6) 2012 the patient presented due to unstable angina and was referred for cardiac catheterization. The 99% stenosed and 8 mm long bifurcated #1 target lesion was located in the distal left circumflex artery with a reference vessel diameter of 2.8 mm. The #1 target lesion was treated with pre-dilation and placement of a 2.25 x 12 mm promus element plus study stent, resulting in 0% residual stenosis. A 70% and 10 mm long de novo #2 target lesion was located in the middle right coronary artery with a reference vessel diameter of 3 mm. The #2 target lesion was treated with direct stent placement using a 3 x 16 mm promus element plus study stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013 the patient presented due to atherosclerotic cardiovascular disease with unstable angina and was hospitalized on the same day. The patient was treated with medications. Two days later a 95% stenosis located in the distal left circumflex artery was treated with stenting. The following day the event was considered as recovering and the patient was discharged.